Event description:
It was reported the patient presented for initial procedure. During implant, the header on the implantable cardioverter defibrillator (ICD) would not accept the atrial lead. The physician elected to complete the procedure with a different ICD. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of failure to insert the atrial lead was confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. Visual analysis showed the atrial ring spring was dislodged and pushed into the atrial lead bore which prevented the lead from fully inserting into the bore.